Event description:
Additional information received that indicated the patient's implantable cardioverter defibrillator (ICD) had undersensing leading to the previously reported diagnostic issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) had an diagnostic issue. The patient was asymptomatic. The ICD was successfully reprogrammed. The patient was stable throughout procedure.